Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) of a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the ins was off and the patient wasn't using it. The patient reported that ¿it won't stay on¿ and the ¿battery isn't good.¿ the caller did not know if the patient was referring to the ins or the patient programmer. MRI guidelines were requested for a problem that was not related to the device or therapy. The caller did not know the patient¿s managing physician. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.